Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted during interrogation that the atrial lead exhibited intermittent undersensing of atrial fibrillation. Programming changes were made. No other intervention was planned. The patient was stable before, during and after the programming changes.